Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the left ventricular lead exhibited a loss of capture. An x-ray revealed the lead had dislodged. The lead was explanted and replaced. Following the procedure, the patients condition was good.